Manufacturer narrative:
Qc could not find any evidence of burning anywhere on or in the pad and switch. We believe this was a case of user error, or an issue with customer's outlet. Pad is also well beyond expected life.

Event description:
Customer called and stated when she plugs it in to the outlet it smokes.